Event description:
This male underwent a angiographic procedure via the femoral artery. At the end of the procedure, an angioseal closure device was used to attempt to seal the artery. The device was inserted into the artery and the angioseal was attempted to be deployed. Following deployment, blood continued to ooze from the artery. Manual pressure was applied to the site and hemostasis was successfully obtained. It is speculative as to whether this was a device malfunction versus physician utilization.